Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report #1627487-2014-12544, 1627487-2014-12545. Additional historical information from the medical chart review identified the following: (B)(6) 2014: the patient experienced pain along the ipg pocket site accompanied with redness. As a result, the patient received antibiotics and was advised to use warm compresses. At the time, the patient remained implanted. No additional information is available. Additional information is needed to clarify the nature of the patient's issues. Sjm was made aware of the issues on 02/11/2016, and the patient's scs system was not evaluated by an sjm representative to verify and/or troubleshoot any of the reported issues.

Event description:
Device 1 of 3. Reference MFR report # 1627487-2014-12544, 12545. It was reported the pt felt a popping sensation at the ipg site. Since then the ipg is protruding and causing persistent pain. The pt alleges the lead wires can be felt through her skin. As a result, the pt turned off the stimulation. An x-ray was taken, but it was inclusive. The physician wants to replace the ipg. The pt plans to get a second opinion.